Manufacturer narrative:
The customer reported that they have decided to use this unit as a spare parts machine, as there is multiple things wrong with this ventilator. Does not want to repair ventilator at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator screen cracked during patient use. The customer confirmed that there is no patient harm associated with this reported event.